Manufacturer narrative:
Additional information was received that the physician was unsure of the culture results and mentioned that her issue was all superficial.

Event description:
A report was received that the patient had infection. Symptoms were fever, dressing was off her site and it was red with drainage. The patient had peripherally inserted central catheter (PICC) line and given antibiotics. The event was device related and procedure related during the trial phase. The patient underwent a lead pull. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection. Symptoms were fever, dressing was off her site and it was red with drainage. The patient had peripherally inserted central catheter (PICC) line and given antibiotics. The event was device related and procedure related during the trial phase. The patient underwent a lead pull. The patient was reportedly doing well.